Manufacturer narrative:
Return requested for ext scu to r/a psu cable.. No parts have been received by manufacturer for analysis. On 09/28//2015 in trouble-shooting at the site, a medtronic representative ran the ndi rev.14 disc and found firmware was up-to-date. Event logs in the ndi utility indicated no issues with the positioning sensor unit (psu) or polaris spectra system control unit (scu). Noted was that the camera cable did not appear to be pinched and had sufficient slack. Requested the camera cable be visibly inspected the entire length. O 09/28/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/21/2015 a medtronic representative, following-up at the site, reported the navigation system camera became unresponsive during the navigation portion of the procedure. There was no reported delay. The surgeon would just navigate when the beeping stopped. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, the camera beeped at them and then they saw "localizer not connected" in the software. Connectivity came back and they are moving forward with the procedure. No further details were provided. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.